Event description:
It was reported the patient collapsed and ems found his heart rate in the low 40s, with no pacemaker activity and the device could not be interrogated. A temporary pacing lead was required. The device was replaced. It was reported the battery rapidly depleted, prematurely. The patient was syncopal and was brought to the hospital by ambulance, where the pacemaker could not be interrogated. A device replacement was planned. Additional info stated the pt collapsed and ems found his heart rate in the low 40s, with no pacemaker activity and the device could not be interrogated. A temporary pacing lead was required. The device was replaced. Additional information received in a journal article indicated that the patient presented following a syncopal episode. He had complete heart block and a heart rate of 30 bpm.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The device is part of the advisory for this model, but was not implanted in a submuscular location. Evaluation summary:preliminary testing confirmed the reported no output and no telemetry conditions. Further analysis determined this was the result of lifted hybrid bond wires. This information is based on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is limited due to confidentiality concerns. Referenced article: "sudden pacemaker failure." Pacing and clinical electrophysiology. 2009;32(10):e4-e6.